Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found, however there was blood on the helix mechanism, the lead had a bent tip, and the lead was stretched and damaged at implant; full lead in segments returned and analyzed.

Event description:
It was reported that during implant attempt, more than fifty turns were needed to extend the helix. Measurements taken on the lead indicated high impedance and high threshold. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.